Event description:
The customer stated that the unit came up with a lead fault and no traces on the ECG's. New cables were tried with the same results.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that the failure was caused by a flex cable pulling out of a connector, causing an interruption in communication and loss of the ECG function. Factory service found that the cable pulled out of the connector. To resolve the issue factory service replaced the flex cable. Upon completion of the repair, the device performs to specs.